Event description:
It was reported that upon receipt of item, it was found that the protective layer over yellow foam was torn. No patient injury was reported.

Manufacturer narrative:
Visual inspection of the returned device confirmed the defect. The cuff was torn. The complaint device was reviewed with the production operators, and a review of the production floor and the process was conducted to determine how the defect occurred and why it was not identified prior to packaging. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).